Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to not be sensing atrial fibrillation (af). The lead was programmed into a bipolar mode and the lead resumed sensing. The lead sensitivity was adjusted to help with the sensing issue. The lead remains in use. It was further reported that the right ventricular (rv) lead had a high bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.